Event description:
The device was used to administer 1 or 2 shocks to a pt. En route to the hospital, the device advised shock and started to charge. Reportedly, device power spontaneously shut off at this time. The vehicle arrived at the hospital immediately thereafter and the hospital staff continued pt care. Pt outcome was not reported, but the reporter indicated pt outcome was not adversely affected, due to immediate transfer of care to the hospital staff.